Event description:
It was reported that the user facility continues to have the problem with the defect air bubble inside of the aortic cannula. No other details regarding the nature of this event were provided.

Manufacturer narrative:
This event was initially reported on medwatch report number 1828100-2012-01292. Investigation is in process, but not yet complete.